Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged congestive heart failure, a hard cough, breathing problem, pulmonary lung disease, fluid is around heart and ankles. The patient was prescribed medicines farxiga and lasix. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged congestive heart failure, a hard cough, breathing problem, pulmonary lung disease, fluid is around heart and ankles. The patient was prescribed medicines farxiga and lasix. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer was observed an unknown dust contaminant on the top cover, side panel, pca, blower cap, blower, blower housing, inside iso port, blower outlet bellow, right side assembly, bottom enclosure, and air inlet seal. The manufacturer was observed black hairlike contaminant on the side panel, and bottom enclosure. The manufacturer was observed a whirring noise from the blower when powered on, most likely from liquid ingress in it. The manufacturer was observed the j9 to have thermal failure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower cap, blower, blower housing, inside iso port, right side assembly, and bottom enclosure. The manufacturer was observed the air inlet seal was discoloured. Evidence of sound abatement foam degradation/breakdown was observed. There was four error code found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint. In box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.